Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.

Event description:
According to the event description: ICU - peripheral noradrenaline ongoing at 25ml/h. Pump suddenly alarmed with alarm 2208 and infusion stopped. Spare noradrenaline IV pump was present in the bedspace and noradrenaline was started using the second pump. Faulty pump isolated, cims done, emed done, pump isolated to technician office for r/v. Pump restarted itself suddenly in equipment nurse office whilst being moved and then showed error alarm code 2013. No patient complications were reported as a result of this event.